Event description:
It was reported that the wake button was not working from time to time, and was difficult to press, requiring multiple presses to turn the pump on. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained. There was no adverse impact to the customer's blood glucose level.